Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported back pain, shortness of breath, and fatigue when completing a hall walk. The field representative advised symptoms were comparable in both bi-ventricular and right ventricular only pacing. No issues with capture thresholds were observed. The patient reported being symptomatic only when exerting themselves. Additional information from the field representative provided the cause of the patient symptoms was not determined. However, with physician approval left ventricular pacing was turned off to mitigate reported patient symptoms. No other actions were taken at this time. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.